Event description:
An optometrist reported a pt had an epithelial defect and loose epithelium at a postoperative examination one day following a lasik procedure. The pt complained of slight foreign body sensation. Additional information was received reporting the pt experienced glare, halos and blur. The doctor noted trace superficial punctate keratitis (spk). The event resolved with treatment of medications. In the optometrist's opinion the device did not cause or contribute to the event; "not surgical related, some pts naturally have poorly attached epithelium." There are 2 medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts had been made to obtain additional information. A completed questionnaire was received on 04/14/2014. (B)(4).